Manufacturer narrative:
(B)(4). No medwatch number was documented on medwatch report from user facility.

Event description:
According to the medwatch "ICU pt intubated, wound vac with right subclavian line placed (B)(6) 2018 @ 616am. Staff found brown port cap disconnected, pressure cap fractured off from tubing. Blood dripping into bed (approximately 40cc). Line was pinched, tied off, clamped and md informed. New left jugular line emergently placed at 529pm. No distress or injury noted to pt".

Event description:
According to the medwatch "ICU pt intubated, wound vac with right subclavian line placed (B)(6) 2018 @ 616am. Staff found brown port cap disconnected, pressure cap fractured off from tubing. Blood dripping into bed (approximately 40cc). Line was pinched, tied off, clamped and md informed. New left jugular line emergently placed at 529pm. No distress or injury noted to pt".

Manufacturer narrative:
(B)(4). The customer returned a 4-lumen cvc catheter for evaluation. The distal extension line luer hub was separated from the extension line body. Evidence of use in the form of dried blood was observed on the catheter. Visual examination of the returned catheter juncture hub revealed it was indicated as an 8.5fr 20 cm catheter. The catheter in the reported kit is a 7fr 20cm catheter. Additionally the returned catheter has 4-lumens while the reported catheter has 3-lumens; therefore, the returned catheter does not match the catheter reported by the customer. Visual examination confirmed the distal extension line luer hub separated from the extension line body. The extension line body was tied into a knot, the slide clamp was closed and dried blood was observed inside the lumen. The edges of the separation point on the body were jagged and uneven indicating a tear related to excessive force. No extension line material was protruding from the separated luer hub but material was observed within the hub. This indicates the extension line body was sec ure within the hub but was torn at that location. The catheter could not be dimensionally compared to the specification because the returned catheter does not match the catheter in the reported kit. The 3 remaining undamaged extension lines were flushed with water using a lab inventory 10ml syringe. The extension lines functioned as expected. The instructions-for-use (IFU) supplied with the reported kit contains several warnings to mitigate damage to the catheter. It warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The IFU also warns "open catheter clamp prior to infusion through lumen to minimize the risk of damage to extension line from excessive pressure." The customer report that the extension line luer hub separated from the extension line body was confirmed through evaluation of the returned sample; however, the returned catheter did not match the catheter supplied in the kit reported by the customer. The reported catheter is a 3-lumen 7fr catheter and the returned catheter is a 4-lumen 8.5fr catheter. Because of this, the catheter could not be compared to dimensional specifications. The appearance of the separated extension line hub is consistent with a tear related to excessive force on the extension line body. Based on the discrepancy between the returned catheter and the catheter supplied in the kit reported by the customer, a probable cause could not be determined for this issue. Teleflex will continue to monitor and trend reports of this nature.